Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
Updating become aware date to 16oct2025.

Manufacturer narrative:
Updating become aware date to 16oct2025.

Manufacturer narrative:
Updating become aware date to 16oct2024. Updating become aware date to 16oct2025.